Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the serum residue on the collet clamp in the reported problem area of the pipettor assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.